Event description:
Terumo medical corporation received the following reported information: after carotid stenting via the femoral artery puncture, the angio-seal device was used for hemostasis. When the device/insertion sheath assembly was slowly withdrawn, the tamper tube did not appear. As the tamper tube was not present, manual compression was immediately applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right or left (unclear) common femoral artery. The vessel's diameter was unknown.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the assembly distal tip. Functional testing starts with setting the assembly to forward lock position, deploying the anchor. The assembly is then reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned sample was in used condition and able to deploy the anchor, collagen, and tamper tube during functional testing. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.